Event description:
It has been reported to philips that the system does not start. The clock stops at 0:00. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue identified but no patient or user harm was reported the philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the logfile showed that a frame grabber card initialization error caused the system to not complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card is located in the flexvision pc and it failed. The philips engineer replaced the flexvision pc and hard disc drive and installed the software. After replacement of the flexvision pc and hard disc drive and installation of the software, the system was returned to use in good working order.